Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the foot plate of the proglide device would not retract relative to an unspecified procedure. A cut down was required to remove the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hemorrhage and tissue damage listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined; however the patient effects and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction device code 2983 and patient code 4582 were removed.

Event description:
Subsequent to previously filed report, a user facility medwatch ((B)(4)) was received: while attempting to deploy the perclose proglide vascular closure device according to manufacturer's instructions and specifications, the device misfired and upon removal of the plunger, the prolene sutures were not extending from the device, as in normal operation. The device's footplate remained deployed/extended despite attempts at advancing the device several centimeters into the artery and maneuvering it to try to close the footplate for extraction. Since the footplate would not straighten, the device could not be removed percutaneously. After conferring with the device representative by telephone, the only way to extract the device from the patient was by open surgical cutdown. The patient had to be converted from mac/IV (monitored anesthesia care/intravenous) sedation to general endotracheal anesthesia, undergo an unplanned open operation emergently, and requiring transfusion and extensive repair of the artery, prolonging the procedure and operative time by 3 to 3.5 hours. No additional information was provided.

Manufacturer narrative:
Nafor emdr-38279 only. G3 correction - date received by mfg. Reported as 06/30/2021 and correct date is 06/29/2021.